Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately eight months, was explanted due to moderate pvl. Per received medical records, his initial post-op course was complicated by an inflammatory syndrome w/recurrent left pleural effusion and thoracentesis. He presented with c/o pleuritic chest pain & pericarditis, decreased exercise capacity, sob & dizziness. He was taken for elective re-do aortic valve surgery. The explanted device was replaced with a 23mm pericardial aortic valve without complications. The patient also underwent a mitral annuloplasty with 32mm ring during the same surgery. Post-procedure tee showed a well-seated tissue valve, no pvl, and mild residual mitral regurgitation. He was transferred to the cicu intubated in stable condition post-operatively. He was discharged home with home health on pod #16. Course of event: redo avr due to aortic insufficiency: moderate pvl from the anterior perimeter and directed directly posterior and mv repair annuloplasty due to moderate mitral regurgitation. He experienced some post-op bleeding and received blood transfusions & factor ii with improvement. He was extubated on pod #0. Pod #1 he had a large loculated hematoma of the left lung apex and a left pigtail catheter was placed. He was weaned off the temporary pacemaker & vasoactive drips. Pod #2 he was transferred to the transitional care unit. Pod #4 & 5 he received intrapleural lytics with 1l output from his lungs. On pod #7 an echo showed a small circumferential pericardial effusion & well seated aortic valve with mild-mod mr. Pod #11 he underwent a mediastinal exploration due to pericardial effusion, cardioversion into slow atrial flutter, and hematoma evacuation. He was extubated, awake, attentive, on no vasopressors, pacing was held & sr in 70s at the conclusion of the surgery. He recovered and was discharged home on pod #16.

Manufacturer narrative:
UDI # (B)(4).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately eight months, was explanted due to moderate pvl. Per received medical records, his initial post-op course was complicated by an inflammatory syndrome w/recurrent left pleural effusion and thoracentesis. He presented with c/o pleuritic chest pain & pericarditis, decreased exercise capacity, sob & dizziness. He was taken for elective re-do aortic valve surgery. The explanted device was replaced with a 23mm pericardial aortic valve without complications. The patient also underwent a mitral annuloplasty with 32mm ring during the same surgery. Post-procedure tee showed a well-seated tissue valve, no pvl, and mild residual mitral regurgitation. He was transferred to the cicu intubated in stable condition post-operatively. He was discharged home with home health on pod #16. Course of event: redo avr due to aortic insufficiency: moderate pvl from the anterior perimeter and directed directly posterior and mv repair annuloplasty due to moderate mitral regurgitation. He experienced some post-op bleeding and received blood transfusions & factor ii with improvement. He was extubated on pod #0. Pod #1 he had a large loculated hematoma of the left lung apex and a left pigtail catheter was placed. He was weaned off the temporary pacemaker & vasoactive drips. Pod #2 he was transferred to the transitional care unit. Pod #4 & 5 he received intrapleural lytics with 1l output from his lungs. On pod #7 an echo showed a small circumferential pericardial effusion & well seated aortic valve with mild-mod mr. Pod #11 he underwent a mediastinal exploration due to pericardial effusion, cardioversion into slow atrial flutter, and hematoma evacuation. He was extubated, awake, attentive, on no vasopressors, pacing was held & sr in 70s at the conclusion of the surgery. He recovered and was discharged home on pod #16.